Manufacturer narrative:
Arkray's investigation determined the cause to be software related, not hardware. A scar was issued to the software developer (sysmex) for corrective action. Sysmex identified that this issue was caused by an incorrect shut down by users after analyzing the software and the log of the instrument. Sysmex is working on a software update to prevent this issue even if the user error occurs. When we initially received the complaint, it wasn't judged to be serious, however, our judgment for seriousness was changed by the subsequent investigation result and additional information. Accordingly, we have decided to file an MDR.

Event description:
Patient had his demographics assigned to another patient's sample results. Samples were run without query to the lis meaning no order was received from the lis and therefore no orders with patient demographics. On (B)(6) 2018 it was found that three samples without query and therefore orders still had demographics associated with them on both the analyzer printout and the lis transmission and in all three cases those demographics were for the incorrect patients (three patients listed above). In none of these cases were the patients misdiagnosed or mistreated. The patient results were correctly tied to the correct patients at the lis because the lis already has the correct demographic information. Demographic information sent by the analyzer with the results is ignored by the lis.